Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, low minute ventilation, low peak inspiratory pressure, and ventilator inoperable alarms. The customer reported the turbine differential transducer failed calibration testing. The issue occurred during patient-use, the ventilator was running on patient therapy and treatment in the ICU department under normal procedures. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 has failed. The failing pt801 was due to tampering. This issue will be internally investigated within vyaire.